Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm and power loss alarm. Customer¿s blood glucose level was 149 mg/dl. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer states the insulin pump was not dropped. Customer states there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. Troubleshoot was performed for power loss alarm. Customer has not received multiple power loss alarms when batteries are out of the insulin pump less than 10 minutes. The customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.